Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently delayed in responding to presses. There was no reported impact to the customer's blood glucose. The customer declined troubleshooting with tandem technical support and declined to provide further information on the reported issue.